Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080966) on 12-nov-2018. The most recent information was received on 28-nov-2018 this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic region") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included carisoprodol (soma) for muscle spasm as well as ibuprofen. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), pelvic congestion ("pelvic congestion syndrome "), depression ("depression"), anxiety ("anxiety"), back pain ("lower back pain"), piriformis syndrome ("piriforms syndrome"), tooth disorder ("problems with teeth") and memory impairment ("memory problem") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she is scheduled for removal of her uterus and fallopian tubes). At the time of the report, the pelvic pain, pelvic congestion, depression, anxiety, back pain, piriformis syndrome, tooth disorder, weight decreased and memory impairment outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, depression, memory impairment, pelvic congestion, pelvic pain, piriformis syndrome, tooth disorder and weight decreased with essure. The reporter commented: serious injury criterion and event date on (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080966) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic region") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included carisoprodol (soma) for muscle spasm as well as ibuprofen (advil), orthopbiotic, adrenal support supplement, essential oils and cbd oil. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), pelvic congestion ("pelvic congestion syndrome "), depression ("depression"), anxiety ("anxiety"), back pain ("lower back pain"), piriformis syndrome ("piriforms syndrome"), tooth disorder ("problems with teeth"), weight decreased ("weight loss") and memory impairment ("memory problem"). The patient was treated with surgery (she is scheduled for removal of her uterus and fallopian tubes). At the time of the report, the pelvic pain, pelvic congestion, depression, anxiety, back pain, piriformis syndrome, tooth disorder, weight decreased and memory impairment outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, depression, memory impairment, pelvic congestion, pelvic pain, piriformis syndrome, tooth disorder and weight decreased with essure. The reporter commented: serious injury criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.